Manufacturer narrative:
According to the customer "I purchased the medline bed assist bar for my elderly father to use. He became entrapped between the bar and his mattress when trying to get up to use the restroom in the middle of the night on saturday, (B)(6) 2022. He was trapped for over 10 hours before being found. At the time of his accident, he was living independently alone in his home. Neighbors found him the next morning. This resulted in severe medical injuries which required an extensive hospital stay. And subsequently care from a long-term care facility as he lost all of his mobility and was never able to return home". The device is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer "I purchased the medline bed assist bar for my elderly father to use. He became entrapped between the bar and his mattress when trying to get up to use the restroom in the middle of the night on saturday, (B)(6) 2022."